Event description:
Trial stem extension inadvertently separated during revision total knee arthroplasty. The part is 5560-t-115. Stryker triathlon 15 x- 50 stem trial. No pt injury or complications noted. This was a revision of a total knee arthroplasty so pt required an additional stem trial to be used. Pt was of course undergoing general anesthesia at the time this trial stem was being used. Routine tka instruments and procedures.